Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that inhibition of pacing due to myopotential oversensing was observed. No patient symptoms were reported. Programming changes were recommended.